Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the waterfeed set tubing of an mr290hfv humidification chamber was broken by the chamber. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint high frequency vented humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.